Manufacturer narrative:
(B)(4). Conclusion: the analysis results found that the d5st instrument was received with the bullet damaged. The sleeve assembly was not returned for evaluation. The bullet was visually inspected and it was confirmed to be melted and scratched. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: does the yellow pieces of plastic match the plastic components of the trocar used? Yes. What was shape and size of the pieces? Small size. Was there any impact to the trocar prior to insertion? No. What part of the trocar crumbled during insertion? Unknown. Was the trocar reprocessed? No. Please confirm that the trocar will be returned? Yes, the device has been sent by the customer the (B)(6). What is the current patient status? No patient consequence. Does this surgeon routinely give antibiotics or was it given due to the issue experienced the procedure? Antibiotics are routinely given by the surgeon for the laparoscopies.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the trocar was inserted, it crumbled. Some little yellow pieces of plastic were spread into the abdomen of the patient. The pieces were retrieved thanks to a rinse and suction. The patient received an antibioprophylactic therapy. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the d5st instrument was received with the bullet damaged. The sleeve assembly was not returned for evaluation. The bullet was visually inspected and it was confirmed to be melted and scratched. This type of damage is consistent with the one produced by sharp devices and/or by energized devices. In order to prevent this kind of damage please avoid the contact with sharp devices, laser, electrosurgical or ultrasonic devices.